Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose value was 492 mg/dl at the time of incident. The customer¿s current blood glucose value was 326 mg/dl. The customer's other blood glucose was 177 mg/dl and 248 mg/dl. The customer did not experienced symptoms due to high blood glucose. The customer treated high blood glucose with water and manual shot of insulin. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Based on customer report customer does not allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did not receive a sensor updating alert. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. The insulin pump will not be returned for analysis.